Manufacturer narrative:
Investigation pending.

Event description:
Caller reported a potential false positive troponin I (tni) on triage cardiac panel. Testing was repeated 4 1/2 hours later post cath with negative results. Patient came in with chest pain and slightly elevated bp. Cardiac marker test performed followed by a cath that showed no evidence of mi. Patient was admitted to telemetry and then released the next day. The patient is morbidly obese with no other pathology.